Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 195 mg/d at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and numbers appear on the display. Customer stated they received second series of beeps. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform compromised force sensor system test, excessive no delivery test and occlusion test or test for prime or fill anomalies due to compromised force sensor system alarm.